Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. According to the surgeon, the thread broke, is too fragile and the needle pulled off from the thread when overlocking blood vessels. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when was the thread breaks (in the package, during removal from package, during handling or during use on the patient)?. Please specify during use on the patient. When was the needle pulled off from the thread (in the package, during removal from package, during handling or during use on the patient)?. Please specify during use on the patient. Was there any adverse consequence associated with the patient? No. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. No. Another information received from the surgeon: "it is still a little early to know the consequences on the operated. And then the imputability to the thread in the occurrence of a false aneurysm is always questionable. But the 7/0 threads have been breaking almost spontaneously for about 2 months when they are handled. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.